Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. Section h10 was updated with reference to the other report for this case. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode/adverse event is not required at this time. It is to be noted that the device was used in off-label implantation to treat severe truncal valve regurgitation status post repair of truncus arteriosus. As there are no specific IFU or training materials related to the use of the device for this condition, the available training materials were reviewed only for information potentially relevant to the device use. The instructions for use (IFU) and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for central regurgitation was confirmed based on provided medical record. In this case, the 20 mm sapien 3 valve migrated into the left ventricular outflow tract (lvot) after being inflated to 16mm in the aortic annulus measuring 17mm. The valve was then crimped again and deployed to 18mm, after which mild central regurgitation was reported in the medical records. As there is no IFU or training materials related to deployment of the s3 thv using an open approach involving re-crimping an expanded valve, the off-label procedure may have contributed to the central regurgitation. It is possible that the valve may not have been properly deployed due to being crimped a second time after initial deployment and migration, which may have compromised the proper deployment of the valve and/or function of the leaflets, leading to central regurgitation as reported. Additionally, the 20mm valve was expanded and deployed to 18mm, which indicates that it was under-expanded. Under-expanded valve could also lead to suboptimal leaflet coaptation or restriction of leaflet movement, resulting in central regurgitation as reported. As such, available information suggests that procedural factors (off-label operation, under-expanded thv) may have contributed to the central leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Per report, the 20mm thv was expanded and deployed to 18mm, which indicates that it was under-expanded. It is possible that the migration was related to patient and procedural factors (off-label implantation to treat severe truncal valve regurgitation in landing zone with no calcification, under-expanded thv). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As noted in medical records received for the patient, the tavr procedure was performed with open chest approach with a 20 mm sapien 3 valve. The pre-op diagnosis was severe truncal valve regurgitation (from birth) status post (s/p) repair of truncus arteriosus as a neonate. The native aortic valve leaflets were deemed unrepairable and were then resected, septal myectomy was performed to enlarge the left ventricular outflow tract (lvot). The aortic valve annulus measured 17mm. A 20mm sapien valve was placed through the aortic annulus and a balloon inflated to 16mm. After placement of a right ventricle to pulmonary artery homograft, the heart was de-aired and allowed to reperfuse. Postoperative echocardiogram showed that the sapien 3 valve had migrated into the lvot. The heart was arrested again and divided the aorta. The operator removed the sapien 3 valve and placed guiding sutures in the desired landing zone. The sapien 3 valve was crimped again and dilated with 18 mm. The aorta was reconnected and the heart de-aired and reperfused. Echocardiogram revealed good result with the valve well seated with mild central aortic insufficiency. The patient tolerated the procedure well and the physicians were satisfied with the postoperative echo.

Manufacturer narrative:
This is one of two reports submitted for this case. Investigation is ongoing.